Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of asthma (new or worsening). The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex device. The manufacturer received information alleging asthma, lung cancer and death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The remstar auto a-flex was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed the beginning of sound abatement foam degradation in the following areas which were black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure, inside the blower box, top of the blower box, top of the blower motor and blower motor seal. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, was found stuck to the air inlet seal. Large pieces of sound abatement foam separated from the main formation. The presence of degraded sound abatement foam in the device was confirmed. An internal and external visual inspection of the device was completed by the manufacturer and high pitch blower whine observed. Ui (user interface) knob broken. Sd card cover missing. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination in the bottom of the blower box. Unknown oily substance on the blower motor seal. Air inlet seal had yellowed and had dust-like contamination on it. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The investigation confirmed the presence of multiple contaminants that were not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box b, d, h has been updated/corrected.